Event description:
It was reported that when an asymptomatic patient presented through merlin.net, device was found to be in backup vvi mode. The patient was admitted to the hospital and the device image was not able to retrieved. A device download was performed successfully.